Event description:
The surgeon reported that on the first attempted cut of an implanted iol, with a dfh-00012, 19g packer/chang iol cutter, the upper tine/blade, one of two, fell off. The blade was removed and there was no pt impact.

Manufacturer narrative:
The returned product had dried residue on the surface indicating it was not cleaned post surgery (breaking). Rust, but no pitting, was evident, as was discoloration on the surface, on most of the components and may have developed as a result of no cleaning post surgery. There was a notch in the intact blade which indicates mishandling or that the product may have been used to cut material too thick or too hard. This is the first complaint/incident for this lot of product.